Event description:
Customer reported 2 cases of stage 1 diffuse lamellar keratitis (dlk). Patient had dlk on the right eye (od). Customer treated patient with prednisolone acetate drops. Uncorrected visual acuity (va) on (B)(6) 2012, od was 20/15. On (B)(6) 2012, customer reported the outcome for the stage 1 dlk cases. Date of surgery was performed on (B)(6) 2012, for both patients. Dlk was noticed on (B)(6) 2012, for both patients. Dlk was resolved on both patients on (B)(6) 2012. Pred forte 1% was used to treat dlk for both patients. No loss in vision; best corrected visual acuity (bcva) was 20/20 pre- and post-operatively for both patients.

Manufacturer narrative:
Evaluation conclusion: - the equipment was not evaluated after the treatment date which occurred on (B)(6) 2012, due to the fact abbott medical optics (amo) became aware on (B)(6) 2013. The condition of the system (since the time of the event) will make the evaluation impossible. The clinic reported this event only and did not request field service or clinical support. Amo's clinical development manager (cdm) contacted the customer. Cdm informed the customer that use of a generic steroid drops increases the risk of dlk. Placeholder.

Manufacturer narrative:
(B)(4) -on (B)(4) 2013, customer reported the outcome for the stage 1 dlk cases. (B)(4): placeholder.